Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter fourteen years and seven months ago. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, bilateral deep vein thrombosis. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Without imaging or medical records available for review the report of deep vein thrombosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. The inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter fourteen years and seven months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, bilateral deep vein thrombosis. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter fourteen years and seven months ago. The information provided indicated that the filter malfunctioned and caused bilateral deep vein thrombosis. Additional information received indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The additional information also indicated that the device is unable to be retrieved, however there have been no documented attempts to retrieve the filter, in addition the patient has experienced mental anguish and worry and reports ¿vein damage in most of the body¿. The procedural notes of the implant were not provided. The medical records indicate that the patient had a diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe) prior to implant. The filter was placed via the left subclavian vein. A computed tomography (CT) scan that was performed approximately seven years post implant for complaints of right groin and upper thigh pain showed that the right common femoral vein contained intraluminal calcifications, suggestive of chronic dvt. The external and common iliac veins are very small in caliber and partially calcified. The iliac confluence was not imaged, this could be because it is highly located or because of a duplication of the ivc. On the left, the common femoral, the external and the common iliac veins are normal in caliber, but partially calcified. There is a filter in the central aspect of the left common iliac vein or the duplicated left ivc. There are multiple prepubic and retroperitoneal and anterior abdominal (subcutaneous) venous collaterals. The impression was suggestive of chronic thrombosis of the bilateral common femoral and iliac veins. The ivc is likely duplicated, with a permanent filter in the duplicated left ivc. The right external and common iliac veins (and duplicated right ivc) are very small, suggesting severe stenosis. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Without imaging or medical records available for review the report of deep vein thrombosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. The inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).